Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an aortic arch aneurysm. According to the report, a 22 fr gore® dryseal flex introducer sheath was inserted into the right common femoral artery. Reportedly, the access vessel was narrow (measuring 6 mm in diameter), and resistance was reported during insertion of the sheath. No anatomical restrictions were noted that contributed to the reported resistance during insertion of the sheath. It was reported, during withdrawal of the sheath, the patient's blood pressure dropped, however blood loss was not reported nor was an intra-operative transfusion of blood products administered. Intra-operative angiography confirmed the right external iliac artery had ruptured. According to the report, the physician stated the cause of the rupture was due to the resistance encountered during the insertion/advancement of the sheath through the narrow access vessel. A contralateral leg component was reported to have been implanted to repair the rupture. The procedure was concluded without further complication and the patient was reported to have tolerated the procedure.